Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the set. She also had a low battery and decided to change it. The customer was unable to troubleshoot as she lost the battery cap while changing the battery. A battery cap replacement would be sent. Blood glucose value was 111 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.